Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that upon inserting the ar-1547ps, 4.75 peek tenodesis screw into bone the leading threads started to crack on the screw. The surgeon apparently noticed at this point, backed out the screw and opened a new screw which went in no problem. The surgery was completed with no issues to the patient or with any other products. The bone quality was hard. The rep reported a small piece of the first thread of the screw broke off. The rep stated the surgeon did not make any mention of an unretrieved fragment.

Manufacturer narrative:
Complaint confirmed, the distal end of the screw broke. The device was found to meet relevant critical specifications. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion; prying/leveraging the device during insertion.